Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery door on the external pulse generator (epg) was unable to spring open. It was noted that the battery drawer was unable to open when pressing eject button, no batteries were in the drawer. It was further noted that the hanger assembly was broken and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery door on the external pulse generator (epg) would not spring open. The epg was returned for service. There was no patient involvement.